Event description:
It was reported that catheter perforation occurred. A renegade stc 18 catheter infusion was selected for use. During procedure, upon guidewire insertion, it was noted that the catheter was punctured and became unusable. There were no patient complications as a result of this event.